Manufacturer narrative:
A replacement pump was sent to the customer. As of the date of this report the original product has not been received. Should additional information be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016 the customer reported to a medela customer service representative that her nipples were sore after pumping. In follow up with a medela clinician on (B)(6) 2016, the customer reported that she had developed mastitis and was prescribed a z-pack antibiotic by her physician, to treat the mastitis.